Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels "horrible" and they experienced atrio-ventricular dyssynchrony when the implantable pulse generator (ipg) reached elective replacement indicator (eri) and a pacing mode switch occurred. The ipg was reprogrammed, and later explanted and replaced. No further patient complications have been reported as a result of this event.